Event description:
It was reported to medtronic neurosurgery that the patient, who had his shunt implanted in (B)(6) 2012, felt ill every time he stood up. The shunt was explanted. According to the report, the doctor claimed the shunt was not draining.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.